Event description:
It was reported that the balloon was stuck and could not be retracted. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after distal circumflex dilatation, a calcification on the proximal was caught and could not be retracted (stuck). After repeated inflation and deflation, it was successfully extracted. After that, the physician did not want to use the device again. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).